Manufacturer narrative:
The reported event of the inability to remove the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the ptfe coating of the stylet was bunched up/clogged inside the inner coil, distal to the connector pin. A bent and dismounted connector pin at the connector region consistent with procedure damage was also found. X-ray examination found a bunched up inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for the inability to remove the stylet was due to the bunching of the stripped stylet, ptfe coating, and a bunched up inner coil at the connector region.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.